Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. A chest x-ray confirmed that the right ventricular lead had dislodged. It was noted that the patient also experienced pectoral stimulation. Programming changes were made. The patient was in stable condition. On 10 aug 2020, the patient presented for a lead revision. The lead was explanted and replaced. The patient was in stable condition.